Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the ring on the reservoir compartment was broken. The reservoir keeps coming out. The damage occurred from normal wear and tear. The customer's blood glucose level was 6.2 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip and a test reservoir will not lock or click into place. The insulin pump had cracked battery tube threads, cracked reservoir tube and minor scratched display window. The insulin pump was missing the end cap sticker and reservoir tube o-ring.